Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire broke and was stented to the vessel wall. The target lesion was located in the left main artery. A 182cm mailman¿ guidewire was advanced when it was noticed that the distal 30 to 40mm had broken off. A synergy stent was deployed to trap the wire between the stent and the vessel wall. The procedure was completed with another synergy stent. There were no patient complications. The patient's status is okay.